Event description:
It was reported that the patient presented in clinic to have their right atrial (ra) lead revised due to dislodgement discovered during an atrial fibrillation ablation procedure. The patient was asymptomatic. During the procedure, the physician could not extend the helix after retraction. The ra lead was explanted and replaced. The patient was stable throughout the procedure.